Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.3. Hardware: iphone15.4. Cgm sensor type: g7. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient reported experiencing low blood glucose (bg) levels around 39 mg/dl while wearing the pod for an unknown duration. The patient indicated that they had administered a bolus dose prior to this event. The patient stated their glucose levels dropped drastically, and they fainted. The patient noted that they usually wake up in the middle of the night if they experience low bg and can treat them, but this time they did not wake up to the alert. The patient stated they had lost consciousness and were unable to treat themselves by mouth. The patient¿s friend called paramedics who took the patient to the hospital on (B)(6) 2026. The patient was diagnosed with hypoglycemia and was treated with intravenous glucose and continued monitoring. The patient was in the hospital for one day and was discharged on (B)(6) 2026. The patient was contacted following the incident and stated they were doing fine at present. The patient stated they currently use activity mode overnight until their appointment with their healthcare provider the following week.